Event description:
It was reported that the lead was explanted due a dislodgement. It was noted that the lead moved to a location where there was no capture. Since the patient was dependent the physician chose to implant a second lead in its place to maintain a heart rate. No additional adverse patient effects were reported.